Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that on (B)(6) 2019 the infusion pump was decreased 10%. The patient was hospitalized. The patient's pump hadn't been refilled since (B)(6) 2019. The patient was awake and alert during the hospital visit. The patient's weight was (B)(6) as of (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient had their pump refilled and the patient was "experiencing too much," and overdosing. It was reported that the patient was losing motor control of their legs and was nodding off. The symptoms started the day after the pump was filled. No further complications were reported.